Event description:
During rp, balloon catheter was inserted into right ureter and dilated. After balloon was deflated, it was removed, but missing the balloon. The balloon was recovered from the right ureter. The second balloon was inserted with same results. A different size balloon was then used, and functioned appropriately. The devices were returned to the MFR.